Manufacturer narrative:
The device was returned to olympus hungary for evaluation. The evaluation uncovered dust and corrosion inside the device which could cause weak connection and error 116 and 118. After cleaning of the device connectors, the errors did not appear anymore. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, visera 4k uhd camera control unit have an error code e116. The device malfunctioned with image display error and it took time for the device to boot up. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena resolved after cleaning. Error 116 and e118 may have occurred due to dust resulted in communication failure, but the cause of the dust could not be identified. The instruction manual identifies the following related verbiage: ¿otv-s400 instruction manual 9.2 troubleshooting guide: code:e116, e118; error message:otv error; possible cause:camera control unitmalfunctions. Solution:immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.